Event description:
It was reported that during the procedure the metal sheet at the head was missing. The bedside fluoroscopy result showed that no foreign objects were found. The traveling nurse filtered the washing solution during the surgery and did not find any missing sheets. The lost fragments were not found and it is uncertain whether it is in the patient's body.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: material separated and remained in the patient. Probable root cause: non-conforming component, poor assembly process, misuse., use error. The reported failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during the procedure the metal sheet at the head was missing. The bedside fluoroscopy result showed that no foreign objects were found. The traveling nurse filtered the washing solution during the surgery and did not find any missing sheets. The lost fragments were not found and it is uncertain whether it is in the patient's body.